Event description:
A report was rec'd that the pt had a pocket revision due to discomfort at the pocket site. The physician thinks that the ipg has migrated near the spine making it uncomfortable. The pt's leads were also repositioned. Nothing was explanted or implanted as the pocket was moved to a better location. The pt is reportedly doing well after the procedure.